Manufacturer narrative:
(B)(4). The field service representative (fsr) verified the reported issue. He replaced the display graphics board in roller pump. The unit operated to manufacturer specifications and was returned to clinical use. The suspect part was returned to the manufacturer for further evaluation. During failure analysis testing, the product surveillance technician (pst) operated the small graphics display board over three days including a cold soak. The display operated without complete loss of illumination but pixels were missing. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the customer experienced a blank display on the six-inch roller pump while turning on the heart lung machine. The roller pump was able to be controlled via the central control monitor (ccm). The ccm was used to proceed with the surgery. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.